Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and constant beeping due to a vertical crack on the lcd controller. The pump was received with minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a white screen that fades in and out and also has a blank display. Customer's blood glucose level was 98mg/dl at the time of incident. Customer indicated that they dropped the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.